Event description:
It was reported that in (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3 on a patient with an annular dilation and atrial fibrillation. Two triclips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. However, in the immediate postoperative period, patient developed severe tr in the central and posterior portion of the valve, and no single leaflet device attachment (slda) was visualized for either of the two implanted devices. On (B)(6) 2026, the patient returned with fatigue, edema, and clinical signs of heart failure. An echocardiogram was performed and revealed traces of vibratile material on the anterior leaflet and that one of the triclip xtw clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 5. One clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr), tissue injury, heart failure symptoms, fatigue, and edema appear to be a cascading effect of the reported slda. Tr, tissue injury, heart failure symptoms, edema, and fatigue are known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.